Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for an implant procedure following a sudden cardiac arrest. The following morning, the patient developed ventricular tachycardia (vt) associated with no therapy delivery from the device. The programmed parameters for shock therapy appeared appropriate; however, no therapy was delivered and the patient remained in vt for approximately two hours. Antitachycardia pacing was eventually delivered which slowed the rate of the arrhythmia. The patient's condition following the episode was unstable. A review of the stored episode electrogram by technical services found that the qrs morphology at the onset of the arrhythmia was wide that became narrow when the device's rhythm ID decision was made. The rhythm ID feature of the device classified the qrs morphology as correlated and shock therapy was inhibited as the arrhythmia was recognized as supraventricular tachycardia (svt). The physician reviewed the programming and understood that the device recognized the rhythm as svt. However, the physician suspected that the qrs pattern (narrow and wide qrs morphology) was indicative of a patient condition and that the physician felt that the patient was in a true vt. According to the physician, this rare vt was indicative of a patient condition (q-t anomaly) and was not representative of a device-related issue. The family was briefed by the physician concerning the patient's condition. Subsequently, the tachycardia mode of the device was deactivated as the patient's status was 'do not resuscitate (dnr).

Event description:
Boston scientific received information that 4 days post implant, this patient went into sudden cardiac arrest and ventricular tachycardia (vt) where this device did not treat. The programming was reviewed and seemed to be appropriate, however no therapy was given to treat the vt the patient was in for approximately 2 hours. It was reported that anti-tachycardia pacing (atp) was eventually delivered which successfully slowed the rhythm. The physician contacted boston scientific technical services (ts) asking why the device did not shock the patient. Ts reviewed the electrogram (egm) which indicated a wide complex at the beginning of the event, which narrowed and detection enhancements were applied. Ts also suggested that histograms be reviewed to see if the rate was below the rate cutoff (rco) for the majority of the time, which could have been the cause for the delay in therapy. After the physician reviewed the programming it was understood that the device likely recognized the rhythm as supraventricular tachycardia (svt). Device programming changes were made due to the patient's unusual complex rhythm in an effort to appropriately treat future episodes. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient died seven days from the implant of this device. According to the local representative, the physician had not been immediately contacted concerning the death of this patient and boston scientific's local representative was not aware of the patient's death until (B)(6) 2013. A save-to-disk post-mortem was not requested and the status of the device is unknown. To date, the device has not been returned to boston scientific. The physician reviewed the telemetry strips and confirmed that the patient had developed a spontaneous monomorphic vt. The physician felt that the device did not perform as designed but had been properly programmed. The local representative was informed by the physician that the implant procedure did not cause or contribute to the patient's death. The patient's medical history was significant with coronary artery disease associated with a myocardial infarction (mi) in 2008 and coronary stent placement. The patient suffered another mi in (B)(6) 2013 followed by another coronary stent placement. The patient's ejection fraction (ef) was approximately 20%. The patient suffered a vf arrest in (B)(6) 2013 and was resuscitated. The episode printouts were reviewed by boston scientific's patient safety committee who concluded that this device not exhibit a device malfunction and operated as designed and programmed.